Manufacturer narrative:
(B)(4).

Event description:
The patient felt buttock pain. Reprogramming therapy did not help. After about 1.5 months, the patient stopped feeling stimulation sensation. There was no accident or incident related to the complaint. The programmer was working. The batteries in the programmer and implantable neurostimulator were ok. The patient felt no stimulation at the highest amplitude. The patient consulted with technical services, turned therapy down to the lowest level and then off. The patient was seen in clinic by a field rep. All the electrodes were activated and the amplitude was increased to the highest level, but the patient continued to feel nothing. Device interrogation revealed high unipolar impedance values. When the default interrogation amplitude was increased, invalid impedance readings were obtained. A potential open circuit was identified on electrode 3. The affected electrode was eliminated from active electrodes. The patient continued to feel no stimulation. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.